Event description:
The customer stated that his meter was reading too high. He performed control tests while troubleshooting, and received a result of 260 mg/dl. The normal control range is 115-166 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.